Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator was returned due to prophylactic replacement. Product analysis confirmed that the battery was partially depleted with ifi = yes. Results of diagnostic testing indicated the device was operating properly with ifi yes.

Event description:
On (B)(6) 2012, a vns treating physician reported that the vns patient was experiencing an increase in seizures. The patient was referred for battery replacement due to these increase in seizures and ifi=yes. After surgery the patient was going to be programmed to output current= 2.75ma/off time=0.8min/ on time=60sec/pulse width=750usec. The patient underwent battery replacement surgery on june 4, 2012. System diagnostics tests after surgery showed results within normal limits of output=ok/lead impedance=ok/impedance value=2148ohms/eos=no and output=ok/lead impedance=ok/impedance value=2133ohms/eos=no. The explanted generator was received by the manufacturer for product analysis on (B)(6), 2012. Product analysis is still underway and has not yet been completed. Good faith attempts for further information have been made to the physician but no further information has been received to date.